Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to inspect and clean the pump components, ensuring the cartridge was properly attached, allowing them to successfully complete the load process and resume insulin delivery.